Manufacturer narrative:
Device eval begun, but not yet completed.

Event description:
It was reported by another MFR that one device, that was to be assembled into a tubing pack, contained a fiber on the downstream side.